Event description:
During follow-up, increased capture threshold was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and confirmed that the lv lead was dislodged. The device was reprogrammed to deactivate the lv lead. The patient was stable and will continue to be monitored. There were no adverse consequences.